Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing loss of coverage. High impedances were observed on the lead and the physician suspected lead breakage at the anchor or reverse splitter. The physician does not feel there were exposed cables on the lead. The patient was reprogrammed.

Manufacturer narrative:
Additional information was received indicating that there will be no further course of action. The device remains implanted in the patient. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing loss of coverage. High impedances were observed on the lead and the physician suspected lead breakage at the anchor or reverse splitter. The physician does not feel there were exposed cables on the lead. The patient was reprogrammed.

Event description:
A report was received that the patient was experiencing loss of coverage. High impedances were observed on the lead and the physician suspected lead breakage at the anchor or reverse splitter. The physician does not feel there were exposed cables on the lead. The patient was reprogrammed.